Manufacturer narrative:
The device history records were reviewed for the laser; there were no unusual findings related to the reported issue. There was no sample returned for eval and no add¿l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk. (B)(4).

Event description:
A scrub tech reported that a patient with a small pupil had an anterior capsule tear. Add¿l info has been requested on multiple occasions, but no further details were provided.